Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient received the replacement patient programmer and it worked for a while but the patient was having the same problem with the patient programmer. The patient clarified that it was poor communication. Further information received from a family/friend reported they were unable to power the programmer. The patient was using (B)(6) alkaline batteries which were replaced and it did not power on. It was noted that the programmer had not dropped or gotten wet. It was also indicated that the patient lot of pain because he was not able to adjust his stimulation. A sudden change in therapy/symptoms was reported. No falls or trauma was reported. Additional information received reported that they put batteries in the patient programmer as soon as it arrived and everything was working perfectly. He was very happy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.